Event description:
The customer called from the emergency room. The customer had not yet been admitted to the hosp, but the bgs were high. Troubleshooting was performed. The pump passed the test. The customer indicated that the bgs were fine last night. The customer changed the site and the set. The customer bgs were high in the morning. The history did not show any alarms. Also the customer has a good amount of scar tissue and stretch marks at the sites. The customer always put refrigerated insulin in the reservoir. The nurse gave the customer a manual injection while the troubleshooting was in progress. Asvised the customer to change the site/set and monitor the customer bgs closely.